Manufacturer narrative:
The insulin pump was received with intermittent button response due to partial unlocked lcd keypad connector noted during visually inspect. The pump was unable to perform all functional testing including the displacement, operating currents, unexpected error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify weak battery alarm, low battery alert, unexpected battery power loss and motor error alarm due to buttons not responding. Motor passed motor test.

Event description:
The customer reported via phone call that the act button of the insulin pump was not working. Blood glucose level was unknown at the time of the incident. Customer also had a motor error alarm. Customer was able to successfully clear the alarm and complete the rewind process. Customer stated the drive support cap appeared normal. Customer stated that insulin pump was not exposed to high magnetic field. The device was returned for analysis.